Manufacturer narrative:
Model- 72404156 reservoir, lot sn - (B)(4), mfg date- 08/03/2018, exp date- 08/02/2020.

Event description:
It was reported that the patient received a replacement of an ams700 inflatable penile prosthesis pump and reservoir due to unknown reasons. Another pump and reservoir were implanted to complete the procedure. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted.